Event description:
Medtronic received a report that the coil would not advance through the proximal end of the microcatheter. It became stuck and the micro had to be removed a discarded. No issues with any other coils using a new same brand microcatheter. The implant coil did push smoothly out from the introducer sheath. The reported device and any accessory devices were prepared as indicated in the IFU. There were no patient symptoms. The patient was being treated for a saccular, unruptured aneurysm in the basilar tip with a max diameter of 14mm and a neck diameter of 5mm. Blood flow and vessel tortuosity were normal. Ancillary devices included a non-medtronic microcatheter.

Manufacturer narrative:
Product analysis (B)(4). Equipment used: vis (m-85519) . As found condition: the axium prime coil and a (stryker) excelsior sl-10 catheter were returned for analysis. Damage location details: no bends or kinks were found with the axium prime pusher. The pusher¿s release wire coin was found still against the lumen stop. The pusher¿s shield coil was found intact; however, the implant coil was found not attached to the pusher. The implant coil¿s detach element was found broken at the ball. The implant coil was found stretched within the excelsior sl-10 catheter hub. No damages were found with the catheter hub, catheter body, or distal tip. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿coil resistance/stuck in catheter¿ report was confirmed. Damage to the implant coil (stretching) and the implant coil¿s detach element (break) can occur if the device is advanced/retrieved against resistance. Possible causes of ¿coil resistance/stuck in catheter¿ include the use of an incompatible catheter, catheter damage, and failure to maintain a continuous flush. The excelsior sl-10 catheter is compatible for use with the axium prime coil and no damages were found with the excelsior sl-10 catheter. However, information regarding if a continuous flush was used was not reported. The cause of the reported resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.